Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of the distal connection breaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 2452-0007 lot number 19115322 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04nov019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 10d 3ss 2cv was damaged. The following information was provided by the initial reporter: material #: 2452-0007 batch #: 19115322. It was reported a broken distal connection.